Manufacturer narrative:
Investigation: on the initial inratio inr test, the customer added multiple drops of blood to the sample well during sample application. Once blood is added to the sample well, it will travel down the strip channels and will initiated testing. Adding multiple drops of blood will disrupt the initial testing reaction and may contribute to unexpected inr results or testing errors. The customer's improper technique cannot be ruled out as a possible root cause for the observed inr value. Inratio precision data provided by end-user: date: (B)(6) 2013, inratio: 1.0 and 2.0, mean: 1.5, sd: 0.71, %cv: 47.14. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. In-house therapeutic donor testing was performed on retain strips lot # 312581 on 07/03/2013. Results as follows: donor: (B)(4), inratio: 2.7, 2.7, 2.9, reference: 2.60, bias threshold: 1.60-3.60, %cv: 4.17; donor: (B)(4), inratio: 1.9, 1.6, 1.6, reference: 1.70: bias threshold: 1.20-2.20, %cv: 10.19. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot # 312581, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 1.0 and 2.0. The time between testing was back to back. Reportedly, the pt added multiple drops to the first inratio test. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.